Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery/occlusion alarm during priming, no unexpected battery power loss anomaly and no charge/battery lasts less than expected test noted. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. Customer stated that the insulin pump had no delivery alarm. Customer stated the insulin did exit. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.